Event description:
This rv lead was implanted on (B)(6) 2000, and remains implanted at this time. A call to technical services was placed on (B)(6) 2016, stated that this lead had loss of capture and oversensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).